Event description:
It was reported that on (B)(6) 2012 the pt found blood exudation around the skin and catheter. He went to the hospital and the doctor found the catheter out of the pt's body 3-4cm. The cuff is still in his body.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of revg1020 showed twenty-one other similar product complaint(s) from this lot number. (B)(4).